Event description:
Info received indicates the bed exit audible not sounding, but visual is working fine.

Manufacturer narrative:
The technician determined the bed exit circuit board caused problem. He replaced the circuit board to repair the bed.